Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the unsuccessful catheter aspiration at the pump replacement was not determined. The patient¿s weight was not available and the account disposed of the explanted catheter component. It was noted regarding the report of the hcp often had issues aspirating the catheter the first time with pump replacement; it was unknown if these instances were all previously reported as the rep only became aware of what was reported by the patient on the day of this case. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 40 mg/ml at a dose rate of 7.5 mg/day via an implantable pump for non-malignant pain. It was reported that a catheter event was confirmed. During a pump replacement for normal elective replacement indicator (eri), the surgeon went to aspirate the catheter and was unsuccessful. The hcp then wanted to perform a back table prime on the new pump. As the back-table prime was being performed, the hcp added a new pump segment then attempted to aspirate the catheter a second time through the catheter access port (cap) and was successful. As per the manufacture¿s device registry, the catheter was partially explanted and replaced on (B)(6) 2018. It was indicated that the hcp often has issues aspirating the catheter the first time with pump replacement. The issue was diagnosed via cap aspiration. The company representative was inquiring to clarify the catheter priming volume under the bolus tab. It was being considered that the catheter priming volume was greater than she expected because it is taking into consideration the cap volume. No patient symptoms were reported. No further patient complications have been reported as a result of this event.